Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 three (3) gfe attempts have been performed to obtain additional information and/or product return. No response has been provided. The complaint will be closed. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) unit has an inoperable display.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h11 corrected field: h6(health effect ¿ clinical code, health effect ¿ impact codes).

Event description:
N/a.